Event description:
This pacemaker was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. See section h11 for full investigation details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.